Event description:
Revision of 1 level fusion and 1 level ctdr to 1 level fusion. Fusion c5-6 ctdr c6-7. Removal of simplify disc due to collapsed vertebrae.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.